Event description:
Pharmacy tech identified what appears to be grease on one of the bd 30 ml luer-lock syringes. Syringe was sealed in packaging. This is a similar problem that was identified 2 weeks ago with same type syringe, but different lot number.